Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received. Therefore, no manufacture date and UDI number can be provided.

Event description:
It was reported that the ventilator had an issue during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information collected to date and the provided problem description, it has been concluded that the ventilator displayed a technical error accompanied by a continuous alarm sound. The specific error code and alarm name were not provided. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The customer repaired the device using third party service. The issue has been resolved and the device was delivered to the user in working condition. The solution to the issue is unknown and is not possible to know which parts have been found defective. Therefore, the cause cannot be determined. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015.